Event description:
It was reported that cartridge change errors occurred with multiple cartridges. Customer declined a follow up with tandem technical support. No further information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.